Event description:
On 2022-feb-27, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt is seeing "settings not available" on their controller for group c. Pt said they see the same message in group b, but they don't in group a. When pt went to group a, the stimulation was too high so the pt turned the stimulation down. During the call, the pt said that the medtronic rep was trying to call them, so they were going to call the rep back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp on (B)(6) 2022, additional information was received from a manufacturer representative (rep) reporting that the patient had called and left a voice mail that they were "not able to provide desired intensity"/oor. It was reported that factors that contributed to the issue was that it occurred after climbing from the backseat of their car to the from seat. The rep interrogated the ins and ran a lead check and impedance check. The impedances check showed high impedances on electrode 13 and not to use it. The lead check also verified no contact with electrode 13. The rep reconfigured the electrodes from 13 to 12 and the patient reported parenthesis similar to before the event. The rep also confirmed the patient remote was able to increase and decrease intensity. On 2022-apr-08, the patient reported cause was due to shorted lead. Patient stated they switched leads. Issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.